Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had display anomaly. Customer stated that the insulin pump's screen was flashing white. Customer was assisted with troubleshooting. Customer's blood glucose was unknown at the time of incident. Customer reported that the insulin pump display continued flashing even after reset, alarm cleared and battery change. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform the functional tests, including the self- test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to a constant flashing white light on the display and constantly beeping. The insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.